Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker exhibited error message and radiofrequency (rf) telemetry anomaly. No changes or interventions were reported. There were no patient consequences.